Event description:
It was reported that the tubing was found to be separated, upon opening the package. The separation was observed at the y-site below the pump segment. There was no patient involvement and the event did not cause delay in patient care. A photo of the product was provided by the customer.

Manufacturer narrative:
The customer¿s report of a tubing separation at the y-site was confirmed based on visual inspection of the received used set sample. The separation was at the engagement between the tubing and inlet of the second smartsite valve component. The set was inspected for kinks, holes/tears in the tubing or damages to the components. No issue was observed. Further inspection of the separated tubing end identified the issue to be insufficient solvent being applied at the tubing engagement. Dimensional measurement confirmed the tubing to be within specification(s). Visual inspection and handling of a sample size of the unopened set samples observed no separation or issues. The root cause of a tubing separation at the y-site was insufficient/lack of solvent being applied at the affected engagement due to equipment and/or operator error.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the tubing was found to be separated upon opening the package. The separation was observed at the y-site below pump segment. There was no patient involvement and the event did not cause delay in patient care. A photo of the product was provided by the customer.